Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 10 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.